Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. Customer states they received alarm while changing reservoir. The customer's blood glucose was 92mg/dl. The customer wad advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. A continuation of therapy pump would be sent out.